Event description:
Noticing laxity at the outer corners of my eyes and my neck. I did what I believed was due diligence to find the right treatment and decided to cough up the (B)(6) for a full face ultherapy treatment. The first month was wonderful. At the time I looked to be working, but I now know that was most likely inflammation from the procedure. After that I began to notice that my face looked "off". I couldn't really describe it accurately, but it definitely didn't look like me. By 6 months post I noticed hollowness under my eyes and a general thinning of my face. Much saggier in the lower face and hollowness of chin and mouth area. My face looks like a skeleton with skin draped over it and abnormally large cheeks when smiling that look out of place. Around (B)(6) 2014, the cornea of my right eye was injured by my contact lens. The injury became infected and quickly progressed to the point where the ophthalmologist was certain I would lose it and need a transplant. Fortunately, that did not happen, but my eyesight is permanently damaged. Approx a year later, upon a f/u visit for a regular eye appointment, I was told that there was also damage to my left eye. Luckily, that one did not affect my eyesight. I have worn contacts for over 25 years and never once had any issue with them until (B)(6) 2014. Starting in (B)(6) 2014, I began drastically losing my hair. After months of treatment with a functional medical doctor, my hair has slightly begun to recover. I have also lost most of my outer eyebrows and my eyelashes are very short I still have bouts of hair loss from time to time and never fully recover in between. I saw the ultherapy practitioner one time after for a botox treatment and did not mention my concerns. After having to look at myself in the mirror like this for the past two years, I finally decided to go in and get prp to fill in the hollow areas all over my face. This time I did voice my concerns and was told that I look great, but she did mention my under eye area without my prompting. This machine has done a tremendous amount of damage to my face that will cause me to spend an untold amount of money for the rest of my life in order to attempt to repair what this machine has done to me.